Event description:
The 6-4 amplatzer duct occluder (ado) embolized into the aorta, by the pigtail catheter. The pda stretched and the ado retention skirt did not sit in the ampulla as intended. As a result, the ado was snared and another device was successfully implanted. No additional information has been received by aga medical.

Manufacturer narrative:
The amplatzer duct occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing, and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.